Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil disengaged. The surgeon applied another device to complete to procedure. The hosp has reported no pt injury occurred.